Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the revel ventilator unit was giving low oxygen pressure alarm, low minute volume alarm, circuit test failure and high oxygen consumption. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: service technician was unable to verify customer reported complaint that states, "(r1): apnea alarm but no backup ventilation in CPAP mode, (r2): low o2 pressure alarm despite no leaks in o2 lines, connectors; low minute volume alarm despite no changes in patient respiration,(r3):circuit test failure; would not perform circuit test properly and (r4): high o2 consumption. In CPAP mode, 400 psi used in approx. 3minutes." During bench testing. Vent was hook up to a known good power source, patient circuit and hook up to a known good 50psi o2 outlet. Vent passed initial alarm volume test with no restriction. Unit was opened and inspected; no anomalies were found. Process ventilator through service to meet all factory specifications.